Event description:
It was reported that this insertable cardiac monitor (icm) eroded from the pocket. It was indicated that the physician will likely reimplant and treat for infection, but the date has not been confirmed. The icm remains in service and no additional adverse patient effects were reported.